Event description:
A 3.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of rca lesion. The vessel morphology is unk. The lesion was pre-dilated. It was reported that the endeavor sds was inserted into the pt and at some point, the catheter broke inside the guide catheter. The case was completed with 3 stents from another MFR. The pt is fine.

Manufacturer narrative:
Evaluation:, results: (lack of information, device not returned). Conclusions: (lack of information, device not returned).